Event description:
Reporter has 3 reported events where IV antibiotic was superimposed using the baxter interlink system. There was back flow from the secondary bag to the primary bag. There was no adverse outcome to the pt.